Event description:
Information was received from a patient (foreign) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient had a pump replacement performed at a (B)(6) hospital. It was further reported that the patient then went to germany, where the pump pocket showed signs of massive infection. As a result, the pump had to be removed just a few days later in (B)(6) of 2024 in an emergency surgery in germany. The pump was removed and the infection treated, but the healthcare providers in germany did not give any advice to the patient on how to continue in this situation. The patient has alternative pain therapy now. The date the issue regarding infection was first observed was unknown. The date 2024-nov-01 is considered an approximate date of event (specific year known only. The name of the healthcare provider was unknown. It was further indicated that the patient did not haveany additional information about this case.

Manufacturer narrative:
E2: the country the event occurred in was germany and the patient currently resides in switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.